Manufacturer narrative:
(B)(4). Implant date: - 1992. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date, subsequently, the patient is being considered for a revision for an unknown reason. There is no additional information at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical devices - unknown agc tibial tray, catalogue# unk lot# unk; unknown agc femoral, catalogue# unk lot# unk the reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check and complaint history search was not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.